Event description:
It was reported they are returning their unit for service. Description of failure: after 4 -5 samples, the sthc1 will not activate. The error code is: problem on the blue or green cable. No further info is available. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the blue cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.